Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a cystoscopy and gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012 due to bladder dysfunction, chronic infection, pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure (B)(6) 2008 and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence. It was reported that following insertion the patient experienced bladder dysfunction including urinary incontinence/retention, sensation of needing to urinate often, vaginal burning, vaginal pain, abdominal pain, leg pain, groin pain, bowel complications, chronic infections and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to bladder dysfunction, chronic infection and pain. (B)(4).